Manufacturer narrative:
The device was returned to olympus service center for evaluation. The customer¿s reported issue was confirmed as an alarm is generated and the light on the front panel is turned off due to (cr) board failure. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that after switching on the power source on the customer high flow insufflation unit, ¿an alarm is generated and the light on the front panel is turned off.¿ the problem was found during procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the circuit board. The specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.